Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
On 4/8/2020, biosense webster inc.¿s (bwi) product analysis lab (pal) received a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small which was identified to have the hemostatic valve separated upon return. Upon receiving the carto vizigo¿ 8.5f bi-directional guiding sheath - small, initial visual inspection that hemostatic valve is dislodged and dilator was not returned which is considered an MDR reportable malfunction. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was returned labeled with a complaint number for which the product details, such as the lot number, do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the malfunction found although no specific event details are available.

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc.¿s (bwi) product analysis lab (pal) received a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small which was identified to have the hemostatic valve separated upon return. Upon receiving the carto vizigo¿ 8.5f bi-directional guiding sheath - small, initial visual inspection that hemostatic valve is dislodged and dilator was not returned which is considered an MDR reportable malfunction. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was returned labeled with a complaint number for which the product details, such as the lot number, do not match. Device evaluation details: the device evaluation has been completed. Visual inspection was performed and it was found hemostatic valve is dislodged and dilator was not returned. A second closer visual inspection was performed and the analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure, however, this cannot be conclusively determined. Additionally, through the product evaluation process, the lot number was verified by eeprom to be 00001204. Based on the lot number verification, the following fields have been updated: d1. Brand name changed from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to carto vizigo¿ 8.5f bi-directional guiding sheath - medium. D4. Lot # has been populated with 00001204. D4. Catalog # changed from d138501 to d138502. D4. Unique identifier (UDI) # changed from 10846835016253 to (B)(4). D4. Expiration date has been populated with 9/29/2020. H4. Device manufacture date has been populated with 9/30/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).